Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Additional info was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that, "pt had hip dysplasia. Both hips replaced within 4 1/2 months of each other, first left than right. Left leg felt like she was sitting on a knot/ball but didn't know it shouldn't feel that way until she had the right hip done. She is in pain from the hip all the way down to the foot. Also has groin pain. Pt limps and still uses a cane. She is also taking medication for pain. Her right hip replacement does not hurt. Tested for infection, no infections found but there is inflammation. Nerve conduction study was negative. An MRI was taken on her back but the pt has not received results from the doctor."